Manufacturer narrative:
On (B)(6) 2011, add'l info was rec'd in the form of qa results w/o a lot number. Eval summary: the product lot number was not provided, therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Pain worse [arthralgia], no pain relief [therapeutic response decreased]. Case description: spontaneous report was rec'd on (B)(6) 2011 from an hcp (pt's pharmacist) regarding a (B)(6) yr old female pt, initials (B)(6). The pt's medical history was not provided. About two weeks ago, on an unk day in (B)(6) 2011, the pt rec'd synvisc (exact location and number of injections not provided). The pharmacist reported that the pt stated that she did not receive any pain relief from the synvisc. On (B)(6) 2011, the pt was treated with an injection of cortisone. At the time of this report, the pt's outcome was not provided.